Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for evaluation.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that an infusor pump runs for a short period of time and then goes to attention. The lights come on and will not purge. The event occurred during biomedical testing in surgery area. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.